Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device returned a "shock advised" message for a coarse ventricullar fibrillation heart rhythm. However, when the device attempted to charge the energy, the device displayed an unknown default message and failed to charge the defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.